Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 74 mm abdominal aortic aneurysm. Patient had an occluded reia. It was reported that during the index procedure, a non-medtronic device as placed in the rcia, and an endurant aui was placed at the infrarenal aorta with a endurant limb extension. Ballooning was performed twice, however an endoleak type 1a was observed. The physician then decided to put 10 heli-fx endoanchors and after angiogram type 1a leak was less but not resolved. Additional 10 heli-fx endoanchors were placed, but endoleak type 1a was still present. No cause of the event was reported. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
B5. Additional information received; it was reported the physician contacted the sales rep to report that a cta was performed on the patient and no obvious endoleak was identified. D4. Updated h6. Device code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.